Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the stent exhibited signs of being completely expanded with elongation and contained dried thrombus material. One end of the stent was examined: all marker hoops were present, and the stent structure exhibits complete expansions with elongation and lateral compression.all elements of the stent were present and accounted for. The stent delivery assembly was not returned for investigation.

Event description:
This procedure was performed in (B)(6). The patient was a (B)(6) woman with stenosis of the left common iliac artery. The iliac stenosis was treated with the visipro balloon expanded stent. A final angiogram after completion demonstrated a totally dilated common iliac artery with the implanted stent. However, reoperation was necessary because of developing acute left limb ischaemia in the evening. In surgery they could not open the iliac system transfemorally; the abdominal aorta was prepared and opened. The stent was found in the common iliac artery and an aorto-femoral bypass was performed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.